Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5090701, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation . The patient underwent a revision procedure wherein the left lead was unplugged and a new lead was added. The patient was doing well postoperatively.